Event description:
Sorin group received a report that clumped particles were seen in the reinfusion bag containing blood which had been processed with the brat 2 cell saver. The clinician elected not to use the blood product. There was no pt injury.

Manufacturer narrative:
Sorin group received a report that clumped particles were seen in the reinfusion bag containing blood which had been processed with the brat 2 cell saver. The clinician elected not to use the blood product. There was no pt injury. The disposables used during the case, which contained the noted particles were not saved for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.